Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on the ilet and noted the smell of insulin, after which the sensor displayed high glucose readings (exact blood glucose value was not provided). The user had recently changed supplies and had not attempted troubleshooting until guided by support to restart the ilet, perform a dry run, and replace supplies, consistent with a use-related procedure issue involving the user interface. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.